Event description:
Olympus was informed that the device was returned for repair. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. During visual examination, the teflon jaw fo the grasping section was found burnt. The device was sent to the original equipment manufacturer (OEM) for further investigation. The investigation revealed the outer sheath was loose and the grasping section was deformed.